Event description:
It was reported that a spectrum pump had an issue: link switch error, unable to resolve. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, " link switch error, unable to resolve" was not reproduced. A review of the event history log revealed system error 322 messages as evidence for customer reported issue . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 322. The cause of the condition was the lower aux. The lower auxiliary is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.